Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bowel resection procedure, the device able to be fired however, the reload would not open and the device locked on tissue. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.